Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-84506.

Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 43 mg/dl. The customer had treated their blood glucose with food. It was also found the customer had serter issues. Customer stated the tape was getting caught on the inside of their serter. The customer's broken serter will be replaced. No additional information provided.